Event description:
It was reported that the stent was being used to treat a stenosed femoral artery on the patient's right side. The physician then rotated the thumbwheel deploying the stent at the intended site. It was observed that the stent was attaining desirable wall apposition, so the physician stopped deploying the stent with the thumbwheel and began to deploy the stent with the thumb slider mechanism. The stent was completely deployed and imaging demonstrated that the stent had foreshortened by approximately 4cm. The delivery system was removed from the patient without incident. Post-dilatation was performed and imaging demonstrated that the stent lumen remained successfully open and there was no compromise of blood flow. There was no injury to the patient. Reportedly, during initial stent deployment, the physician rotated the deployment thumbwheel in the wrong direction for three turns. The physician then rotated the thumbwheel in the correct direction, deploying the stent at the intended site.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to the shipment. The stent remains implanted; however, the delivery system has been returned. The evaluation is currently underway.